Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported having a shocking sensation. The patient reported that when turn the stimulator on, it felt like an electric shock and they had to decrease the stimulation. The reported that at one time they sat on a heating pad and the device blew out the heating pad. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was in the hospital because the device had an electrical surge. The patient said the device wasn't working. The patient said she felt heat coming from it so she decided to have it removed. No further complications were reported.

Manufacturer narrative:
Correction - event is a product problem and adverse event. If information is provided in the future, a supplemental report will be issued.